Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a failed battery test alarm. Customer's blood glucose reading was unknown. Customer tried to clear the alarm but a replace battery now alarm appeared. Customer was not using an old or used battery. Customer did not have a new battery to test and stated he would call back to troubleshoot. Nothing was replaced or returned.